Event description:
Healthcare professional reported 'white dots noted on surface. Device was not implanted'.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on (B)(6) 2025 to address correction. Device performance and/or risk profile are not impacted. Device evaluation: device was received in a peel pouch, in a biohazard bag, in a tyvek envelop within an explant return kit, within a return carton box. The weight of the device was within specification. Visual analysis of the device showed red particles on the shell and cloudy gel. No opening or deformation observed. Reason for reoperation: device was not implanted.